Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any product condition could have contributed to pt's infusion site infection. No qualification and sterilization records were reviewed because no product lot number was reported.

Event description:
When the customer removed the pod, the site was irritated and red with a knot. The customer called his doctor and received antibiotics. The doctor said it was cellulitis. The pod was worn for over 2 days.